Manufacturer narrative:
Corrected information was provided in h.6. On initial medical device report (MDR) , the patient event code of e2401 and f24 was submitted. It should have been e2403 and f26. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while loading the piston went through the lens, damaging the lens and the posterior haptic, with no patient contact and as a result, it was not possible to insert it. The procedure was completed the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).